Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a presyncopal episode due to an emi related noise. Upon review of stored egms, the implantable cardioverter defibrillator exhibited oversensing of emi. The device was reprogrammed. No new episodes were noted after programming changes have been made. The patient will continue to be monitored.